Manufacturer narrative:
The device was received fully deployed. The fluid path and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to an improper insertion of the cannula. The bottom housing cannula window and e-seal were checked for damages and no issues were observed. The exact cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked. Although damage was observed on the soft cannula, the timing and cause could not be determined. Cracks were observed on the top housing. Although damage was observed on the top housing, this did not affect the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 1 and 4 hours on the arm. It was noted that the cannula was bent and the patient was unsure if the cannula inserted properly into the infusion site. Hyperglycemia treated with a new pod.